Event description:
It was reported that the tilt screen showed interference when powered on and throughout the case. The case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.